Event description:
The customer reported that the insulin pump alarmed the past week, but he was able to prime eventually, and the device has been working properly since then. The blood glucose reading was 150mg/dl. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device, and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. Cracks to the case, reservoir tube lip, battery tube threads, a scratched lcd window and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.